Event description:
It was reported that the bd microlance ¿ 3 needle was blocked. The following information was provided by the initial reporter, translated from french to english: blocked needle.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance ¿ 3 needle was blocked. The following information was provided by the initial reporter, translated from french to english: blocked needle.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 303262 and lot numbers 221110 and 221112. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, (B)(4) retained samples were obtained for evaluation from the manufacturing facility. The retained samples were used to puncture a test vial and were then examined microscopically; however, no signs of defect were identified. Based on the provided feedback, we understand an issue related to clogged needle took place, possibly due to coring. However, based on the investigation results and the preventive measures in place, an exact manufacturing related cause could not be determined for this event. Material 303262 has been created with a regular bevel, compared to material 304622 which had a short bevel. This means that the needle needs to puncture the vial differently. Material 303262 should puncture the vial at an angle of penetration between 45 to 60 degrees.